Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) just had a left ventricular assisted device (lvad) implanted and the field representative called for review of stored episodes. Review of the untreated episodes found there was a drop in intrinsic amplitudes and there was t wave oversensing. The device was programmed to alternate 1x gain and now re-programmed to 2x gain. Now the patient received inappropriate shock therapy due to oversensing of t waves. The patient's heart rate measured 150 bpm. Technical services reviewed and found when the device was programmed to primary and secondary there was observations of noise. The field representative will discuss with the physician. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) just had a left ventricular assisted device (lvad) implanted and the field representative called for review of stored episodes. Review of the untreated episodes found there was a drop in intrinsic amplitudes and there was t wave oversensing. The device was programmed to alternate 1x gain and now re-programmed to 2x gain. Now the patient received inappropriate shock therapy due to oversensing of t waves. The patient's heart rate measured 150 bpm. Technical services reviewed and found when the device was programmed to primary and secondary there was observations of noise. The field representative will discuss with the physician. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) just had a left ventricular assisted device (lvad) implanted and the field representative called for review of stored episodes. Review of the untreated episodes found there was a drop in intrinsic amplitudes and there was t wave oversensing. The device was programmed to alternate 1x gain and now re-programmed to 2x gain. Now the patient received inappropriate shock therapy due to oversensing of t waves. The patient's heart rate measured 150 bpm. Technical services reviewed and found when the device was programmed to primary and secondary there was observations of noise. The field representative will discuss with the physician. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.